Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm/replicate the reported complaint. No misalignment of grips or conductor wire damage was observed. The electrical continuity test passed. The instrument was placed on system and passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and the grip function was successful. Bipolar energy cord was successfully connected to generator and the instrument. Energy activation test was conducted. A wet paper towel was held between grips and it began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. No loss of power and no intermittent energy were observed. However, the instrument was found to have thermal damage on the bipolar yaw pulley. Black char marks were present at the grip base. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced.

Event description:
The maryland bipolar forceps (mbf) instrument was returned back to intuitive surgical, inc. (Isi) with no complaint description. Intuitive surgical, inc. (Isi) attempted to contact the site to obtain additional information, but no new information has been obtained.